Manufacturer narrative:
H3: analysis of the returned device found that the usb-c connector on the main pcb was broken. The software had to be upgraded. H6: previous codes b21, c21 and d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a stim board failure and there was no high stim. The device did not power up. The issue was observed by the r <(>&<)>d test group and not during any human use. Additional information received reported that the reported issue was tried to be resolved by troubleshooting, but it came to a point where the patient interface (pi) must be disassembled to look for any hardware faults. There were other pi available in the lab to continue with the development work. The pi was not charging and powering up without the 12v from the patient interface cable. This was suspected be a charge circuit issue or a damaged battery. Also, when high stim (125v) is not present the device would automatically switch to a low stim (12v). The device powers up but the high stim doesn¿t function this could be damage to the high stim block within the stim board

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.